Manufacturer narrative:
The account found the motor control board was getting hot, causing the logic board to short. The account replaced the motor control and logic circuit boards to repair the bed.

Event description:
Information received indicates the bed is not working on ac power. A new logic board was installed and when the bed was plugged in, smoke came from the board.